Event description:
Wrong solution connected to the heater of a ventilator given look-alike risk of vyaire solution bag with baxter d5w 0.45% ns l bags. Messaged vyaire to urge changing the color of the word 'inhalation' or another visual identifier on the bag? Thank you!